Event description:
The customer reported on (B)(6) 2014 his blood glucose reached 370 mg/dl less than 15 hours after the pod was activated and ketones were 1+. He gave a manual injection with an insulin pen (exact dosage was not provided). He then realized the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.